Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient alleged having received a vibratory alert. Upon interrogation, there were episodes of noise resulting in oversensing and inhibition of pacing noted on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.